Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that a stent strut on row 1 on the proximal end of stent was lifted. The undamaged proximal stent od (outer diameter) was measured and is within the maximum crimped stent specification. Stent damage most likely occurred during withdrawal attempts. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the mounted stent got lifted up. The procedure was completed using with a 12mm synergy¿ drug eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 16 synergy¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the mounted stent got lifted up. The procedure was completed using with a 12mm synergy¿ drug eluting stent. No patient complications were reported and the patient's status was good.